Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board, which resulted in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. In addition, the device was returned with the ir window missing from the device. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose: chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes: chapter 11 / page 116.

Event description:
It was reported that there was a meter 4 error on the pdm. Patients blood glucose exceeded 250 mg/dl.